Event description:
Information was received that the physician had not discussed the meningitis with the patient and the patient was fine and the device checked out okay.

Event description:
It was reported that she was told that vns could cause meningitis. From the information received it is unclear if the patient had meningitis diagnosed by a physician. There is no supporting information in the vns physician¿s manual that meningitis is a side effect of vns therapy or implantation; however, it is unclear why the patient believes that the vns has caused meningitis. No additional relevant information has been received to date.